Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The batch number for this complaint is unk, therefore the shop floor paperwork could not be examined and we are not able to determine the root cause of this event.

Event description:
It was reported that 193 days after a coronary artery drug eluting stenting treatment procedure, late thrombosis occurred. A pt had a lesion located in the proximal left anterior descending (lad) artery. The artery was 80% stenosed at the first septal perforating branch followed by 90% stenosis in the mid vessel. Under local anesthesia and using sterile technique, a 6 french sheath was placed in the right femoral artery. A judkins left 4 and 3drc catheters were used to cannulate the left and right coronary arteries and multiple coronary arteriograms were obtained in various rao and lao projections. A 3drc catheter was used to cannulate the saphenous vein graft to the left circumflex (cx) into the right coronary artery (rca) and arteriography was performed. A pigtail catheter was advanced into the left ventricle where the pressure was measured and a ventriculogram was obtained. Review of the angiography revealed a critical stenosis in the mid and proximal lad. A heparin bolus was initiate. A 6 french 3.4 xb guide catheter was advanced into the left coronary artery. Integrilin/eptifibatide was initiated. A 0.014 cougar guide wire was advanced to the lad and across the area of stenosis. The physician attempted to cross the lesion with a taxus express2 2.75x32.0 mm drug eluting stent, but was unsuccessful. The lesion was then dilated with a 2.50x15.0mm sprinter balloon. The balloon was withdrawn and the taxus stent was re-advanced to the lesion site and successfully implanted at 11 atms. Repeat angiography showed excellent reduction in stenosis. The wire and balloon were withdrawn and a final angiography was performed and final stenosis of the lad is 0%. The guide catheter was removed and the sheath was removed with a perclose device. The pt tolerated the procedure well and there were no complications. Plavix was administered as follow-up medication. The pt discontinued use of plavix approx 4-6 weeks prior to an upcoming rotator cuff surgery. The surgery was performed and the pt was discharged. After approx two hours of being home, the pt experienced chest pain. The pt returned to the hosp and acute myocardial infarction was confirmed. Angiogram findings showed the left main was widely patent. The lad is occluded in the area of the previously placed stent. The rca is occluded proximally. The saphenous vein graft to the omb (obtuse marginal branch) is widely patent. The saphenous vein graft to the pda (posterior anterior descending) is widely patent. The pt was brought urgently to the cardiac catheterization laboratory. Both groins were prepped in usual sterile fashion. After local anesthesia with 2% lidocaine, a 7 french sheath was inserted over guidewire in the right common femoral artery. A 6 french jl4 and 3drc catheter was used for selective engagement of the saphenous vein graft to the omb, as well as to the pda. Upon completion of this, a 6 french catheter was placed into the right common femoral vein. A balloon-tipped pacer was deployed distally. An s'port exchange wire was deployed. Initial act was 209. An additional 3,000 units of heparin was given. Reopro was administered subsequently, after the angiojet made on pass, there appeared to be no reflow and the decision was made to place a 2.5 balloon. The balloon was dilated at a maximum of 14 atms. Next, a 3.0 balloon was placed and dilated to a maximum of 14 atms near the proximal end and 12 atms near the distal end with excellent results. The lad was reduced from completely occluded to 0% with dilation up to 3.2mm. The procedure was completed. The pt was taken from the cardiac catheterization laboratory in stable condition.